Manufacturer narrative:
The investigation for the reported low pump flow has been completed. The impella device has not been returned for evaluation. As the necessary clinical information was not provided and the device was not returned, the root cause of the low pump flow could not be determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. During support, the device suddenly dropped in flows to 0.1-0.4 l/min at setting p5, and suction alarms triggered. The pump was explanted, and there was no reported harm to the patient.